Manufacturer narrative:
This is a system report. The section d information is for the primary device, which was in use with the following: brand name: , product ID: d-evprop23-29, lot: 0012864347, use by date: 2027-06-11, UDI: (B)(4). Updated: b5, b6a, h6, h11. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a structural heart procedure involving the valve, two valves were implanted as the first valve dislodged. The patient also experienced effusion and asystole, which resulted in death. The cause of death was identified as effusion and asystole. Additional information was received that the valve dislodged at the moment the delivery catheter system (dcs) nosecone was removed from the left ventricle. The type of effusion was pleural which occurred during the second valve implant. The asystole occurred after the second valve implant. It was noted that the patient had pronounced curvature in the descending aorta. Additional information was received that the effusion was not pleural. According to the physician, the cause of the valve displacement was the delivery and the aortic angle, and the cause of the asystole was aortic perforation. The dcs did not interact with the valve duringremoval but was attributed as a contributing factor that caused the embolization of the valve. Per the physician, the first valve caused the perforation and death, but the second valve and both dcs could not be ruled out as a contributing factors.

Manufacturer narrative:
Image review: intraprocedural fluoroscopic images were provided for review. The patient¿s executive summary was provided for anatomical review. The patient¿s aortic valve appeared to be moderately calcified with an annulus perimeter that measured 70.3mm with a perimeter derived diameter of 22.4mm suggesting a 26mm valve. The aortic root angle was 56° and the aorta appeared to have a significant bend/kink in the descending segment. Physicians should consider that complex anatomical configurations increase the risk of vascular trauma. These include but are not limited to multiplanar curvature of the aorta, acute angulation of the aorta, and severe calcification. Per the instructions for use (IFU), if two or more of these factors are present, consider an alternative access route to mitigate potential for vascular complications. Transfemoral access was selected in this case. A pre-implant balloon aortic valvuloplasty (bav) was performed prior to the valve implant. Fluoroscopic valve load inspection was performed and confirmed a good load. There is evidence of at least one recapture due to suboptimal depth. Valve depth prior to final release was approximately 3mm on the non-coronary cusp in the cusp overlap view, and undetermined in the left anterior oblique (lao) view due to significant parallax in the valve frame. The valve was released and appeared stable. Sometime after final release and removal of the delivery catheter system, the valve dislodged aortic. The dislodgement event was not captured therefore it is not possible to validate cause of the dislodgem ent. A second valve was loaded and confirmed a good load. There is no evidence that a snare was used prior to implantation of the second valve nor implantation images were captured. The final angiogram shows that the second valve was implanted and evidence of a possible aortic dissection and absence of coronary perfusion. It was reported that effusion and asystole developed and the patient died. Furthermore, potential risks associated with the implantation of the evolut pro+ bioprosthesis may include, but are not limited to, the following: prosthetic valve migration/embolization; cardiovascular injury (including rupture, perforation, tissue erosion, or dissection of vessels, ascending aorta trauma, ventricle, myocardium, or valvular structures that may require intervention); death. Updated h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a structural heart procedure involving the valve, two valves were implanted as the first valve dislodged. The patient also experienced effusion and asystole, which resulted in death. The cause of death was identified as effusion and asystole.

Manufacturer narrative:
Continuation of d10: product ID d-evprop23-29 (lot: 0012665587); product type: 0195-heart valves; implant date; explant date. Product ID l-evprop23-29 (lot: 0012441111); product type: 0195-heart valves; implant date; explant date product ID evproplus-26 ((B)(6)); product type: 0195-heart valves; implant date (B)(6)2025; explant date. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated: a1, b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a structural heart procedure involving the valve, two valves were implanted as the first valve dislodged. The patient also experienced effusion and asystole, which resulted in death. The cause of death was identified as effusion and asystole. Additional information was received that the valve dislodged at the moment the delivery catheter system (dcs) nosecone was removed from the left ventricle. The type of effusion was pleural which occurred during the second valve implant. The asystole occurred after the second valve implant. It was noted that the patient had pronounced curvature in the descending aorta.